Event description:
The hospital reported that the outside of a package was labeled catalog number 175430p and the actual part that was inside of the box was 175428p. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet vascular surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).